Event description:
During t2 humeral nail surgery, the surgeon inserted the nail with antegrade mode. He tried drilling to the proximal screw hole by the target device (oblique locking). The first proximal screw was able to be inserted without problem. However, screw came off from screw hole of the nail when the second screw was inserted. Therefore, the surgeon removed screw inserted first, he changed the locking method and did lock by the transverse locking. The surgery was completed.